Event description:
It was reported the bd vacutainer® buffered sodium citrate blood collection tubes experienced no label or missing label information or illegible. The following information was provided by the initial reporter: translated to english. The customer stated "the following issue was found in tubes (367746) from lot 0072473: defective marking ×66. Additional information: bdj received 66 tubes and confirmed the banding position was low, so the fill line which add in fukusima-plant for customers' request was touched/doubled with the banding information.

Manufacturer narrative:
H.6. Investigation: bd received 66 actual customer samples from the customer facility to be evaluated. Photo were then taken of the samples and provided to the manufacturing site for investigation. Upon evaluation of the customer returned photos that were received, the customer¿s product issue was not observed during visual inspection of the photos. The photo does not show the customer¿s failure mode of ¿defective marking¿, this product does not require a fill line. Based on the investigation, no product issue was identified as the product was found to be in conformance and meet release specifications. The device history records were reviewed with no issues being identified. There were no related quality notifications.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® buffered sodium citrate blood collection tubes experienced no label or missing label information or illegible. The following information was provided by the initial reporter: translated to english. The customer stated "the following issue was found in tubes (367746) from lot 0072473: defective marking ×66. Additional information: bdj received 66 tubes and confirmed the banding position was low, so the fill line which add in fukusima-plant for customers' request was touched/doubled with the banding information.